Event description:
According to the event description: "nursing team report: infusion of 10ml/h over 24 hours. Started on (B)(6) 2026 at 3 pm, scheduled to end at 3 pm on (B)(6) 2026. However, it ended at 9:30 am on (B)(6) 2026."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4); premarket submission # k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample information: infusomat space, 8713050, serial no.: (B)(6). History files inspection: on (B)(6) 2026, at 3:24:42 pm, the user programmed a volume of 270ml. There was already a programmed flow rate of 10ml/h in progress, which was maintained. The infusion was started by the user at 3:24:45 pm, with a total infused volume of 714.32ml, which was not reset by the user. At 9:46:42 am on (B)(6) 2026, the user stopped the infusion. The total infused volume was 897.68ml. Total infusion time: 18h21min57. Total infused volume: 183.36ml. The infusion time and infused volume were proportional to the programming and user actions. Visual inspection: the equipment has a normal used appearance. Functional inspection: an infusion was performed using the programmed schedule by the user from 26th of january to check the accuracy of the device. The programmed volume was 270 ml, with a programmed flow rate of 10 ml/h, in 27 hours. The volume infused was 270 ml with an error of 0.0% and the infusion time was 27 hours with an error of 0.0%. The test was approved (system accuracy is typically ±2% of volume, according to iec 60601-2-24). Conclusion: the technical defect could not be confirmed. The result of the functional test showed that the equipment is infusing according to the specified precision, without error in infusion time or infused volume. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.